Event description:
This case was reported by a consumer and described the occurrence of stroke in a female pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) cream over an unknown period for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included denture wearer. Co-suspect medication included double salt dental adhesive cream (poligrip ultra zinc free) for approximately seven months for denture adhesion. Concurrent medications included unknown ("tilantin") and "teva-hydroxyzine". On an unknown date, the pt started triple salt dental adhesive cream. At an unknown time after starting triple salt dental adhesive cream, the pt experienced stroke, gastric problem and difficult digestion. The gastric problem began approximately five months before starting double salt dental adhesive cream. The pt stated that she has experienced stomach problems. She has a hard time digesting food and it does not seem to go down after she eats it. She stated that these events had been ongoing for approximately one year. This case was assessed as medically serious by gsk. The pt was treated with novo-gesic forte and pms metoclopramide. At the time of reporting, the outcome of the events was unknown. The pt wanted to know if the events could be "symptoms of zinc".

Manufacturer narrative:
Super poligrip ultra is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).